Event description:
Customer reported the bag to ventilator switch became inoperable. There was no reported pt injury. Datex-ohmeda's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Initial report - 09/28/99. Receipt of add'l info - 01/06/00.